Manufacturer narrative:
Continuation of concomitant products: 429888 lead, implanted: (B)(6) 2019.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a shorter than expected longevity estimate due to a programmer software estimator error. The programmer remains in use. No patient complications have been reported as a result of this event.